Manufacturer narrative:
Preliminary analysis has indicated that the particulate is likely the medical grade, biocompatible silicone that is used to coat the syringe barrels during the manufacturing process. No other organic material was identified in this preliminary analysis. All lots that contained this particulate were voluntarily recalled on 7/30/2007. The samples and all available information has been forwarded to the manufacturer, am2pat for further evaluation. Add'l lot #: 070523sfr, add'l exp date: 05/31/2009.

Event description:
As reported by the user facility: syringes are yellow and have particulate matter floating in them.